Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported mi is listed in the product instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2009 the patient underwent stenting in the pre-dilated mid left anterior descending artery with one xience v stent. On (B)(6) 2011, the patient was admitted for disorientation and was found to have an elevated troponin level. Although the ECG showed that the patient had a normal sinus rhythm with no definite st changes, the patient was treated as having had a non st myocardial infarction (mi). The CT scan of the brain showed age-related cerebral atrophy. The patient was given medication (enoxaparin sodium) and the symptoms resolved on (B)(6) 2011 upon discharge. An angiogram was not performed. There was no additional information provided.